Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Our field service engineer has investigated the reported ventilator on site. The o2 gas module was flushing out the flow even at stand by as soon as the o2 hose was connected to the gas module. Replacing the nozzle unit resolved the issue. However, despite several reminders, the defective gas module didn't return for investigation. Therefore, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).